Event description:
It was reported by a customer on (B)(6) 2011, during the middle of the procedure, a low water message was received from the laser system. Per the customer, the procedure was able to be completed after adding water; however, the low water message remained on the screen. Also, it was reported once the procedure was completed, a large puddle of water was on the floor. Per the customer, could not locate the origin of the water leak. The procedure was completed with no pt injury reported.